Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels (720 mg/dl) customer was treated with an insulin drip.